Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported patient had a hip revision.

Manufacturer narrative:
Update: upon further review, it was noted that the subject devices were asnis screws and no hip implants were involved in this event. Investigation results and conclusions will be documented under MFR#0008031020-2016-00547 and MFR#0008031020-2016-00548.

Event description:
It was reported patient had a hip revision. Update: upon further review, it was noted that the subject devices were asnis screws and no hip implants were involved in this event. Investigation results and conclusions will be documented under MFR#0008031020-2016-00547 and MFR#0008031020-2016-00548.